Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that shortly after the implant procedure the patient had lack of feeling in the extremities. The device was removed and the patient is recovering.